Event description:
A malfunction was reported involving a malfunction code malf 9. Customer¿s blood glucose (bg) level was 357 mg/dl. Technical support provided the customer with information on how to reset the pump and assisted in the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any issues reappeared. The customer acknowledged and understood the instructions.